Manufacturer narrative:
The insulin pump passed the sleep current measurement, active current measurement, and displacement test. Pump trace download analysis confirmed the pump alarmed for power loss. The power management tool confirmed power loss alarm were triggered battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance. After disconnecting and reconnecting the internal battery connector on connector board, the pump was monitored and functioned properly. No unexpected replace battery now alarms noted during testing. The insulin pump was received with scratched case, pillowing keypad overlay, and a minor scratched lcd window.

Event description:
The customer reported via phone call that the insulin pump received replace battery now alarm. The customer's blood glucose level was 146 mg/dl. The customer received a low battery alert prior to the replace battery now alarm. The customer stated that the battery cap was not loose, cracked or damaged. New battery did not resolve the issue. Insulin pump was returned for analysis.